Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The biomed stated it was unk if there was a record of any pt incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during pt use or biomed testing, but it was unk. Additional contact info was requested but was not provided.